Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly. It was observed that the therapy connector¿s low voltage socket was spread and had an intermittent contact when tested with a proven good defibrillation/ECG cable. The connector¿s low voltage pins control the defibrillation/ECG cable detection; when there was no contact, the device could not detect the connected defibrillation/ECG cable and no defibrillation therapy could be delivered.

Event description:
It was reported to a physio-control service representative that the customer's device did not display the ECG waveform via the therapy cable and displayed the message 'connect electrodes'. The device was used on a (B)(6) male patient (B)(6) in cardiac arrest. Within approximately 10 seconds, a back-up device was then used on the patient with the original electrodes and monitoring was successful. The patient did not survive the event. The customer reported that the patient probably had an aneurysm and that it is highly unlikely that the reported device failure contributed to the patient's outcome. The customer checked the device and thought that the therapy cable possibly failed. Therefore he tried another therapy cable on the device and observed that the connection was intermittent.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent observed that there was an intermittent connection on the device's therapy connector. He then replaced the device's therapy connector. Proper device operation was observed through functional and performance testing. After repair, the device was returned to the customer for use.